Event description:
I had essure implants for birth control on (B)(6) 2007. After that constant pain, bleeding, discharge, numerous doctor visits and medications used for it. None helped. After 7 months I had to have a hysterectomy to have them removed. The doctor that put them in would not take them out so I had to beg numerous doctors to see me to try to get them out to stop the excruciating pain. The company that made them would not acknowledge there was a problem.